Event description:
Customer reported receiving a reading of 150 mg/dl on their precision xtra meter, and reported feelilng lightheaded and generally not well. Customer went to the emergency room where a glucose test was performed and a result of over 600 mg/dl was received. Customer was placed on an insulin drip treatment in order to stabilize glucose.